Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate but user was able to login to other applications with same password. A technical support specialist (tss) dialed into the application server and verified that the customer was assigned to two roles with appropriate permissions, including admin and station device access, but the user was still unable to log in despite multiple attempts. Tss advised the customer to have information technology remove and readd the user profile, perform initial login to create a new password, and restart active directory services to refresh changes, later customer determined the issue was caused by a conflict due to login through hospital wireless fidelity on a mobile device, after logging out and forgetting the network, access was restored and no further issues were reported. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the user was unable to authenticate but user was able to login to other applications with same password. However, there were no delay or adverse events or injuries reported based on this event.